Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump passed depot testing and was primed prior to delivery accuracy testing. The issue could not be duplicated during occlusion pressure testing and delivery accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the device failed the pressure test. This occurred during testing, and there was no patient involvement.